Event description:
Healthcare professional reported right-side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation was received on october 24, 2022, with lot number 3287907. Based on the device analysis grid, the assessments of the complaint are: deflation: one opening device on the radius side assessed as a surgical damage and one opening device on the radius side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: wear abrasion observed inner the surface of the shell. Creases fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.